Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_ext, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, e1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient often experiences interference in the hybrid car or near a soundbar. When the patient uses voice commands to give google home instructions to the soundbar (to turn it on), they feel a sort of electric shock through their body. It was as if their system increased many times over. This lasted for a few seconds and then it disappeared. The patient also experienced the same electric shock through their body near, for example, store detection gates. It goes away afterward, but it doesn't feel good. The patient can't remember when they started experiencing this issue, but thought it began after their last battery replacement. Additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp met with the patient on (B)(6) 2025 for a physical examination. They measured impedance in several positions - sitting, standing, bending forward, and bending backward - and found virtually no difference. Photographs of the physician programmer displaying impedance results were provided, and all impedance values were within normal range. On palpation they found that when palpating 3 cm lateral and 2 cm distal to the scar with stimulation on, a current pulse could be elicited. The patient recognized it as the same pulse they normally felt. When the stimulation was off, no pulse could be elicited. It was stated that this suggests that there may indeed be possible damage to the extension, noting that the ins battery was implanted in the abdomen. The patient will be discussed during a meeting within the hospital. They think the extension has to be replaced. Issue was not yet resolved.

Event description:
Additional information was received was received from the rep. It was reported that the nurse told the rep that in consultation with the patient and the hospital team, they decided to adopt a wait-and-see approach. So if there were no further problems, no further action was needed for now. The extension serial number and implant date were provided.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(6), ubd: 14-sep-2008, UDI#: (B)(4), implant date: (B)(6) 2005, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.